Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr clogged during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "about 10 needles are clogged. The patient brought back some for analysis. The issue cannot come from misuse, the patient is used to pricking himself/herself."

Manufacturer narrative:
H.6 investigation summary: seven open 32g x 4mm pen needle samples were returned from lot. No. 9247426, cat. No 320562. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog testing could be carried out. Visual examination was carried out on the returned samples and a bent non patient end of cannula was observed on four samples and a broken non patient end of cannula was observed on the remaining three samples. Due to the condition the samples were returned no clog testing could be carried out. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A root cause can not be determined as all samples returned were open it is not possible to confirm this defect to be manufacturing related. H3 other text : see h.10.

Event description:
It was reported that the pen ndl 32g 4mm hp 100 box fr clogged during use. The following information was provided by the initial reporter, translated from french to english: "about 10 needles are clogged. The patient brought back some for analysis. The issue cannot come from misuse, the patient is used to pricking himself/herself."